Event description:
The initial reporter stated that they are unable to get the controls in range for the elecsys troponin t stat assay on a cobas 8000 e 602 module. The reporter then pulled an unspecified number of patient samples and repeated these. The reporter provided data for one patient sample with an erroneous troponin t result that was reported outside of the laboratory. The sample initially resulted with a troponin t value of 0.11 ng/ml which was reported outside of the laboratory. The sample was repeated, resulting with a value of 0.08 ng/ml. The repeat result was believed to be correct. No adverse events were alleged to have occurred with the patient. The troponin t reagent lot number was 36573302, with an expiration date of 30-nov-2019. The field service engineer ran a system volume check and the results from this were questionable. He replaced pinch tubing and performed cleaning maintenance. He ran the system volume check again and the results were good. Operational and mechanical checks passed. The customer ran calibration and controls; these were within the customer's specifications. Calibration signals were ok for the last calibration performed on 14-mar-2019. Quality control data showed some recovery that was outside of range. The investigation could not identify a product problem. The cause of the event could not be determined.